Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient suffering from chronic venous insufficiency. The 40% stenosed target lesion was located in the mildly calcified common femoral iliac vein. After stenting with wallstent, post-dilation was performed with a 18-6/5.8/75 xxl balloon catheter. However, during inflation at 2 atmospheres, the balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.